Manufacturer narrative:
On 08-january-2021, intuitive surgical, inc. (Isi) obtained the following additional information from the customer: the event date was reported incorrectly and confirmed to be (B)(6) 2020. Relevant patient history and pre-existing medical condition information was requested, but there was none provided. Relevant tests and laboratory data was requested, but there was no information to provide.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The root cause of this failure is attributed to a component failure. The instrument was found to have a derailed yaw cable at the distal end. The yaw motion may be non-intuitive as a result. The instrument was also found to have a dislodged flush tube. The root cause of this failure is attributed to mishandling. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the permanent cautery hook (470183-14/n10191120 0007) was performed. The instrument was last used on (B)(6) 2020 on system sk3200. The instrument was not confirmed to be used on the provided event date of (B)(6) 2020. The instrument had 3 uses remaining. No image or video clip for the reported event was submitted for review. A system log review was not performed since it is not relevant to the complaint. There is no error related to the alleged issue. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. The information for blank fields in initial reporter is not available. Recall is not applicable.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the user noted the components at the front end of the permanent cautery hook were moving. The instrument was replaced. There was no report of fragment(s) falling inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.